Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find below the conclusion of the analysis provided to subsidiaries: analysis of the log files of (B)(6) 2022 reveals that the bipolar lead impedance (as determined by the system during real time tests), was (abnormally) high explaining why it was impossible to successfully pace the ventricle in bipolar configuration. Bipolar sensing is more 'tolerable' for a high lead impedance, and may therefore explain why bipolar sensing was (still) possible. Unipolar pacing impedance was within normal range. The high ventricular lead impedance is most probably related to a lead (or lead connection issue).

Event description:
With the actual ventricular sensing being set to bipolar, the reply d is able to properly sense intrinsic ventricular events. However, when trying to reprogram the actual ventricular pacing polarity (unipolar) setting to bipolar, we don't succeed in doing so.